Event description:
It was reported that the customer had button error alarm on the insulin pump. Customer's blood glucose level was 255 mg/dl. Customer stated that her blood glucose level has been high and will not go down. Customer stated that she also has site issues. Customer did not see a bent cannula when the set was removed. Customer stated that she has 2 cracks over the screen of the pump. Customer stated that the cracks have been there for over 2 months. Customer stated that she has had fatigue, blurred vision, thirst, and loss of appetite for a couple of days due to the high blood glucose level. Customer was advised to let her health care professional know what's going on. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.